Event description:
While closing the vaginal cuff laparoscopically with the autosuture endostitch, the 0 polysorb suture needle broke. Part#170052. This is the second time that this had happened while closing the vaginal cuff. The needle broke in half and it was not recovered, but x-ray and clinical correlation confirmed that it was still in vaginal tissues.